Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that their insulin pump is not vibrating. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The pump was received with no vibration during the self test due to a broken black wire on the vibrator motor. The pump also had minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.